Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. It should be noted that the complaint description describes implant mismatch between the femoral and tibial components. Zimmer biomet does not provide specific requirements for compatibility between the femoral and tibial components, the surgeon selects the sizes according to patient's anatomical requirements. The bearing selected however must match the femoral size selected, and the bearing used is also unknown. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 1 patient experienced a tibial periprosthetic fracture on day 96 post-op with implant mismatch size. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2: report source: germany. Literature: julius watrinet, philipp blum, michael maier, stefen klingbeil, stephan regenbogen, peter augat, rolf schipp, wolfgang reng (2024). Undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Springer. (1-7). Https://doi.org/10.1007/s00402-023-05142-z the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.